Event description:
It was reported that on an unknown date, the patient underwent for a revision surgery for screw prominence and potential loss of fixation on (B)(6) 2021. Distal most locking screw in an rfn advanced backed out 2 months after insertion. It was unknown if the revision surgery completed successfully. The patient's status is unknown. Concomitant device reported: unk - nails: rafn (part # unknown; lot # unknown; quantity: 1), unk - screws: nail distal locking (part # unknown; lot # unknown; quantity: unknown), unk - end cap (part # unknown; lot # unknown; quantity: 1). This complaint involves one(1) device. This report is for one (1) unk - screws: locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.